Event description:
The customer was traveling across an intersection when a motor vehicle struck the customer pt received the following personal injuries: fractured fibula, head sutures, bruises and lacerations to their back. Pt was treated and released at their local ER.